Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist are not damaged. An additional observation not reported was the epoxy layer has been stripped off the main tube. As a result, material has been removed and layer underneath the epoxy coating was exposed. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the cable broke at the distal end of a tenaculum forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.